Event description:
Pt underwent phaco-emulsification surgery on 1/8/96. On 1/9/96 notified that on office re-check 5 pts had corneal burns, and of those 5 pts, 3 had wound leaks. On 1/9/96 informed by surgeon that wound edges were not meeting and this was a sign of corneal burn from phaco unit. Both surgeons use a keratome gauge, so the size and depth of the incision is always the same.